Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recv3741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was admitted to the hospital for rectal cancer (rectal cancer with liver metastasis). Chemotherapy was performed on (B)(6) 2020. The PICC central venous catheterization in the right side of the important vein was guided by b-ultrasound on (B)(6) 2020. The puncture process was smooth and there was no blood oozing from the puncture port. On (B)(6), the patient was admitted to the hospital for specialist treatment. The patient complained of pain at the right PICC catheterization site, high skin temperature at the catheterization site and right upper extremity, accompanied by redness and swelling, and obvious tenderness. The peripheral vascular color doppler ultrasound was urgently inspected, and the results showed that brachial vein thrombosis. Follow the doctor¿s instructions to give 100ml of 0.9% sodium chloride injection + 200,000 u of urokinase for injection intravenously, and subcutaneous injection of low molecular weight heparin calcium injection, and instruct the patient to stay in bed and raise the right upper limb. Following the long-term doctor's advice, he was treated by subcutaneous injection of low molecular weight heparin calcium injection. After the medication was used until (B)(6), there was no pain at the right PICC tube, and the skin at the tube was normal, with no blood, no fluid, and no tenderness.